Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6)2022, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The valve was deployed and recaptured twice due to too low implant depth. During the third deployment, the position was acceptable, and the valve was released at 3.4mm from the non-coronary cusp (ncc) and 9.7mm from the left coronary cusp (lcc). A post-implant balloon valvuloplasty was performed due to valve under expansion using a 23mm non-abbott balloon. Angiography was performed and no paravalvular leak was present. The patient was discharged on 21 september 2023. On 13 june 2023, the patient's husband stated that the patient had been experiencing feverish episodes since (B)(6)2022. The patient's fevers continued, and the patient was also experiencing fatigue. On (B)(6)2023, the patient presented to the emergency room with fever and psychomotor slowing. The patient's temperature was 37.8c and oxygen saturation was 91%. A chest x-ray was performed and showed a focus of endocarditis. Augmentin was prescribed and the patient was sent home on the same day. On (B)(6)2023, the patient was admitted to the hospital and medications were administered. On (B)(6)2023, a transthoracic echocardiogram was taken and showed thickening of valve leaflets and mild stenotic dysfunction. A scan was also performed on the same day and showed multiple areas of right renal hypodense, compatible with renal infarction or foci of nephritis. The event is a consequence of endocarditis and comes from n embolism of infectious origin. On (B)(6)2023, a transesophageal echocardiogram (tee) was performed and confirmed endocarditis was present on the navitor valve with 10x7mm of vegetation. Blood cultures confirmed the presence of an enterococcus faecalis infection. The patient continued to be followed in the clinical study. The patient was discharged home.

Manufacturer narrative:
An event of endocarditis, stenosis, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The patient has a medical history of left anterior fascicular block, left bundle branch block, chronic lung disease - fev1 not clinically indicated, and pulmonary embolism. A post-implant balloon valvuloplasty was performed due to the valve under expansion. Based on the medical review " in reviewing the details of the case, there were no obvious procedural actions or steps which would have increased the risk of endocarditis. The navitor valve was deployed 9.7 mm below the left coronary cusp, however, there was no significant paravalvular leak; thus, this would not be a significant risk factor for endocarditis. The patient had an admission for a possible lung infection prior to the diagnosis of endocarditis. It is possible that the a possible infection in the lungs was the original cause of the bacteremia which let to the endocarditis. However, it is also equally likely that the endocarditis caused embolization and caused the lung infection. The blood cultures eventually showed e. Faecalis as the organism causing the endocarditis. Of note, there was no clinical information that would indicate that the patient was immunosuppressed. At this time, based on the information provided, abbott is not able to identify a clear cause for the endocarditis. It should be noted that the presence of a foreign body such as an transcatheter implant is itself a risk for endocarditis. Fortunately, this is rare." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The valve was deployed and recaptured twice due to too low implant depth. During the third deployment, the position was acceptable, and the valve was released at 3.4mm from the non-coronary cusp (ncc) and 9.7mm from the left coronary cusp (lcc). A post-implant balloon valvuloplasty was performed due to valve under expansion using a 23mm non-abbott balloon. Angiography was performed and no paravalvular leak was present. The patient was discharged on (B)(6) 2023. On (B)(6) 2023, the patient's husband stated that the patient had been experiencing feverish episodes since (B)(6) 2022. The patient's fevers continued, and the patient was also experiencing fatigue. On (B)(6) 2023, the patient presented to the emergency room with fever and psychomotor slowing. The patient's temperature was 37.8c and oxygen saturation was 91%. A chest x-ray was performed and showed a focus of endocarditis. Augmentin was prescribed and the patient was sent home on the same day. On (B)(6) 2023, the patient was admitted to the hospital and medications were administered. On (B)(6) 2023, a transthoracic echocardiogram was taken and showed thickening of valve leaflets and mild stenotic dysfunction. A scan was also performed on the same day and showed multiple areas of right renal hypodense, compatible with renal infarction or foci of nephritis. The event is a consequence of endocarditis and comes from an embolism of infectious origin. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed and confirmed endocarditis was present on the navitor valve with 10x7mm of vegetation. Blood cultures confirmed the presence of an enterococcus faecalis infection. The patient continued to be followed in the clinical study. The patient was discharged home. --final emdr--- subsequent to the previously filed report, additional information was received that for several months the patient suffered mild stenotic dysfunction in context of progressive febrile inflammatory syndrome.